Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed not detected bus. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. As per part investigation, it was determined that cross continuity between adjacent copper strands in both assy retractor dwr hh cubie (pn 353844-01) led to thermal damage, ultimately compromising drawer functionality. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the reported condition of cubie drawer device not detected on bus was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order #(B)(4), the field service engineer (fse) reported that replaced the half height pyxibus module controller (pmc), the drawer control pcbas, and both retractor bands. The drawer positions were reassigned. The hardware test application (hta) passed successfully, and the pharmacy technician tested the drawers with no issues observed. During dchu visual inspection: p/n 151630-01, s/n 5222114321: it was received in good condition. No signs of electrical damage, missing components, or fluid ingress were observed. P/n 151622-01, s/n 5282119938, s/n (B)(6): both parts were in good condition, they had no missing components, signs of fluid ingress or any physical anomaly. P/n 353844-01: both received retractor band assemblies were received with dark marks on their flat flex cable, and microscope inspection revealed signs of thermal damage by contact between their copper strands, producing a short-circuit and therefore overheating. During dchu testing: p/n 151630-01, s/n (B)(6): dmm testing revealed an open fuse on the board. P/n 151622-01, s/n (B)(6), s/n (B)(6): both boards were dmm and functionally tested, determining properly performing boards as manufacturer intended. P/n 353844-01: since thermal damage was detected during external inspection, no testing was deemed necessary. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint was due to crossed continuity between adjacent copper strands of both the assy retractor dwr hh cubie (pn 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height 4.1 4.2 not detected on bus. The field service engineer (fse) replaced the half height pyxibus module controller (pmc), drawer control printed circuit board assembly (pcbas), and both retractor bands. They reassigned drawer positions and confirmed the hardware test application passed. The system functioned as intended after the field service engineer (fse) replaced the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed not detected bus the customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.